Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING THE IMPLANT OF A TRANSCATHETER AORTIC BIOPROSTHETIC VALVE (TAV) WITHIN A PREVIOUSLY IMPLANTED NON-MEDTRONIC TAV, A POST-IMPLANT BALLOON DILATION WAS PERFORMED DUE TO UNDEREXPANSION OF THE VALVE FRAME. ONE WEEK LATER DURING THE WOUND CHECK VISIT, AN ELECTROCARDIOGRAM REVEALED A LEFT BUNDLE BRANCH BLOCK. UNSPECIFIED TREATMENT WAS REPORTED AND A MOBILE CARDIAC TELEMETRY MONITOR WAS ORDERED.

Event description:
It was reported that during the implant of a transcatheter aortic bioprosthetic valve (TAV) within a previously implanted non-Medtronic TAV, a post-implant balloon dilation was performed due to underexpansion of the valve frame. One week later during the wound check visit, an electrocardiogram revealed a left bundle branch block. Treatment was reported including a mobile cardiac telemetry monitor ordered. Additional information was received that the monitor showed a 3-second pause. The patient was asymptomatic.

Manufacturer narrative:
Updated Data: B5. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.